Manufacturer narrative:
At this time, this right ventricular (rv) lead has been returned but no analysis has been completed. This record will be updated upon completion of analysis.

Event description:
It was reported that this patient experienced an inappropriate cardiac resynchronization therapy defibrillator (crt-d) shock due to oversensing of right atrial (ra) events on this right ventricular (rv) lead. A chest x-ray was performed and it was determined that this rv lead had migrated out of the patient's ventricle. The lead was surgically repositioned. Ten days later, the patient presented with infection and sepsis. This rv lead, along with the rest of the patient's implanted system, was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the outer insulation approximately 41 cm from the terminal pin. There was a corresponding cut in the suture sleeve. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits for all tests excluding the outer insulation integrity, which did not pass testing due to the cut in the insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and the associated noise and sensing issues. No testing was performed surrounding the observations of infection and sepsis as these are known inherent risks of product use.

Event description:
This supplemental report is being filed as device evaluation has been completed.